Event description:
It was reported to boston scientific corporation from a retrospective study that an ultraflex esophageal stent was used during a procedure for management of a post bariatric surgery leak 23 days after surgery, performed on (B) (6) 2005. According to the complainant, 42 days post stent placement, the stent migrated. The stent was removed endoscopically without complications or adverse events. The leak was reported to have healed and resolved, with the patient requiring no additional treatment. The patient's health status at the conclusion of the procedure was reported to be "excellent". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation from a retrospective study that an ultraflex esophageal stent was used during a procedure for management of a post bariatric surgery leak 23 days after surgery, performed on (B)(6) 2005. According to the complainant, 42 days post stent placement, the stent migrated. The stent was removed endoscopically without complications or adverse events. The leak was reported to have healed and resolved, with the patient requiring no additional treatment. The patient's health status at the conclusion of the procedure was reported to be "excellent". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was partially covered. The stent was placed along the fistula caused by sleeve gastrectomy bariatric surgery.

Manufacturer narrative:
(B) (6). Upn unknown; device reported as: ultraflex esophageal stent: length (full, body) 10 cm; diameter (flange/body) 28/23 mm. Covered. (B) (4) (medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el) the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned, therefore, a device evaluation could not be performed. A labeling review was performed and identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." The complainant states that the stent was used during an esophageal stent placement procedure for a persistent post bariatric surgery leak.